Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. D10: section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8784 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6)2024; explant date brand name ascenda; product ID 8780 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6)2024; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient who was receiving unknown morphine via an implantable pump for spinal pain indications. It was reported that the patient went in for an MRI and the pump would not go into MRI mode, so they ended up doing a 'myelogram' and after the myelogram, they had a blood patch for the migraines. The patient stated they were at their doctor this week and the doctor did a catheter access port (cap) study because they thought the patient was going to overdose because they were getting too much medication but when the doctor checked the line where it dispensed, there was a kink or something twisted in the line and it wasn't going through and not dispensing the way it should. The patient was redirected to their healthcare provider to further address the catheter issue.